Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video processor . The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using a xi system before surgical ports placement, the customer performed a hard power cycle; however, the issue persisted. The event log was reviewed and a non-recoverable fault 319 was identified, indicating an issue related to the video processor (vp). The customer was advised to verify that the vp circuit breaker was turned on, and the customer confirmed it was on. The procedure was aborted, and there was no report of patient involvement.